Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails on event date (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, broken belt clip rails, label damage (peeling serial number label), partially detached retainer, corroded battery tube and cracked retainer. Cosmetic damage was confirmed at broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on backside. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.